Event description:
The tech was performing a routine function test on the bed and found the bed had a self-run of the head up function when he plugged in the bed. The bed was located in the bed storage area at the facility. (B)(4).

Manufacturer narrative:
The tech found that the pt pendant had been placed between the knee section and upper frame of the bed. The frame had been pressing down on the head up button. When the tech removed the pt pendant the head up button was stuck and damaged. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The pt pendant was replaced by the tech to resolve the issue. Based on the info, no further action is required.